Event description:
(B)(4). In (B)(6) 2010 after having my 5th baby, my doctor decided to put essure after having problems with other birth controls and a hernia repair. One of my side affects that I started to notice was the over weight and hair loss and rash on face and my body. I also get "bumb", pain pelvic when doing exercise or doing sex, pain in my joint, short breath and get tired easily, I also have severe depression, not been able to do take care of my children due to the pain.

Event description:
(B)(4). I also want to add abnormal periods, lower left back pain that go down my legs, I also have teeth pain, enlarge liver when I do not drink, smoke or do not use any street drugs. Problems that my doctors can find the problem.

Event description:
(B)(4). Problems that my doctors can't find what the cause of all this problems.